Manufacturer narrative:
Event date is unknown. Further information was requested but not yet received.

Event description:
It was reported that the patient reported ineffective therapy. Diagnostics found one lead had all high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was replaced. During the procedure the other lead was found to be completely out of the epidural space and the anchor for this lead broken. [Related manufacturer reference number:3006705815-2026-01961] and [related manufacturer reference number:1627487-2026-01530]. The second lead was also replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.